Event description:
Drill bit broke during a surgical procedure. The twist drill did not penetrated into pt at time of breakage. The dr recovered all pieces of the bit and completed the procedure with another bit. This event did not cause any adverse consequence for the pt or surgical delay.

Manufacturer narrative:
Summary of eval: eval results as rec'd from howmedica leibinger gmbh indicate that the reason for failure was torsional and/or bending overload.